Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that keypad is not working as expected. Customer's blood glucose level was 144 mg/dl. Troubleshooting was performed. Customer said that the insulin pump was not bumped, dropped or exposed to moisture. The alarm history was reviewed and there was not alerts regarding button. Customer was advised to discontinue use of the insulin pump and to revert to back up plan per healthcare professional's instructions until replacement arrives. No further detail given. Insulin pump will be returned for analysis.